Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.